Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, this study patient experienced an event - congestive heart failure. Patient disease etiology is calcific.

Event description:
As reported in the (B)(6) post-market study, this study patient experienced an event - congestive heart failure. Patient disease etiology is calcific.

Manufacturer narrative:
A review was performed of the available information of the (B)(6) post-market study. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of (B)(6) guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out (B)(6) 2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. As reported in the post-market study, the patient, a (B)(6) white male, is the recipient of an onxan or onxane model on-x valve in the aortic position. The patient was in paced rhythm with underlying atrial fibrillation preoperatively with no other history of cardiac surgery. Postoperatively, the patient was diagnosed with congestive heart failure, not valve related. No pacemaker implantation following this surgery. No other information is available, as the protocol limits adverse event reporting to 14 days postoperatively. There is no indication that the on-x valve contributed to the event. The instructions for use recognize heart failure as a potential adverse event following aortic valve replacement. No further action required. The root cause of the event cannot be determined with available information. No indication the on-x valve contributed to the event. The IFU provides instruction about the potential adverse events associated with the use of prosthetic heart valves which may lead to explantation, reoperation, permanent disability, or death. The on-x heart valve risk management file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU. No action necessary.